Event description:
It was reported that there was a problem with the pt programmer. The pt was not able to adjust stimulation. The device was powered off. The pt was able to turn on stimulation, and was feeling it in the same areas as before, but was not feeling stimulation as strong in her left leg; right leg stimulation was the same as in the past. The pt experienced frequent falls. The pt fell so hard that her left side went numb. The last one was a week ago; the pt hadn't used stimulation until the day of the report. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)